Event description:
It was reported that via merlin.net transmission, non-sustained lead noise due to post-paced t wave oversensing was noted. Patient was asymptomatic. Programming changes were made. The patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.